Event description:
Customer reportedly rec'd results of 104 mg/dl and 212 mg/dl within 10 mins on the advantage sys. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.